Event description:
The event is reported as: complaint alleges: a clip was placed on the cystic duct. It locked. It was noticed the clip then came off the cystic duct. Another clip was used without any problem. No reported patient injury or patient consequence.

Manufacturer narrative:
No device sample is available for investigation. A device history record (DHR) review did not show any issues related to this complaint. Complaint cannot be confirmed since the sample is not available for investigation. Manufacturer will continue to monitor and trend relating complaints.